Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus deliveries. Additionally, it was reported that an empty cartridge alarm occurred. Reportedly, the cartridge still contained insulin. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 180 mg/dl.